Event description:
The customer reported that the generator and returned electrode were used during a prostatectomy (radical) procedure where the pt rec'd anal and gluteal 2nd grade burns with ecchymosis. The burns were discovered after the procedure during the transfer to another room. The pt burns were treated with silver sulfadiazine. The pt reportedly never felt any pain from the injuries.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been rec'd for eval and the site indicated that the return electrode was discarded. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.